Manufacturer narrative:
With respect to the complaint, the returned unit did not meet all specific functional test. Unit was received with the left and right pawls broken and no longer operated properly. The unit was also received without the pedi rocker arm or suitcase; it was in a loaner suitcase; general maintenance and cleaning required. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The definite root cause cannot be reliably determined. (B)(4).

Event description:
A technician reported on behalf of the customer that the left and right pawls of a2114 mayfield infinity xr2 skull clamp were broken and no longer functioned properly. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.